Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained v oversensing were observed. Fluoroscopy was performed and no signs of issues were observed. Isometrics were performed and the noise could not be reproduced. Programming changes were made. The lead remains implanted and active. The patient was asymptomatic and will be monitored.